Event description:
It was reported that during preparation, the stent was fractured into three pieces. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the polaris loop ureteral stent was returned for analysis, with its original box and pouch. The reported event of stent shaft break will be confirmed. During the visual and magnification inspection, it was found that the stent shaft detached and the coil bladder detached. It is possible to conclude that this issue could be caused by operational factors. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during preparation, the stent was fractured into three pieces. The procedure was completed with another of the same device and the patient condition following the procedure was stable.